Event description:
The customer reported that the system's left monitor only displayed half of the image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A new left monitor was ordered and needs to be installed. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.